Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient reported that on (B)(6)2024, they had an issue but could not recall the details. The patient reported that there was no readings shown on the app. The patient was unable to recall if there was any error message shown. The episode occurred 3 days after the sensor had been inserted in the arm. The patient experienced unresponsiveness so the brother called emergency medical services (ems). The patient was provided with intravenous (IV) fluids when the emergency medical technician (emt) arrived since the bg was 20 mgdl. The patient was admitted and hospitalized until (B)(6)2024. There was no documentation of further medical evaluation or intervention. The patient was working fine at the time of the report. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information.

Event description:
It was reported that an unspecified issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and a failure was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.